Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements, intermittent out-of-range impedance measurements and oversensed noise that could be reproduced with isometrics. A lead fracture was suspected but not confirmed and surgical intervention was performed. While explanting the lead, the helix mechanism would not retract properly. The lead was fully explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits refuting allegations of potential lead fracture. Visual inspection of the lead revealed a separation of the gore¿ covering from the medical adhesive (ma) at the proximal end of the proximal shocking coil. Associated with this was a stretching of the proximal end of this shocking coil. The separation was a result of excessive drag on the gore and the shocking coils. The distal end of the proximal shocking coil was noted to have been pushed distally and the insulation was torn in that area. These findings are consistent with the lead being placed in a constricted area of the patient¿s anatomy and then pulled with force. Additionally, the helix was noted to be stretched and blood was present in the helix housing. The allegation that the helix was unable to be retracted was confirmed, as the stretched helix would not have appeared to fully retract.